Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed, but the exact cause could not be determined from the video that was provided for investigation. The video showed a 2fr per-q-cath PICC that showed evidence of use. The catheter was surrounded by a dressing distal to the hub. A red colored residue was observed within the translucent material of the hub. The white ring on the hub was discolored. It appeared that the catheter was in use. As the video played, a clear fluid was observed between the catheter hub and the dressing. The source of the fluid could not be determined and any specific damage to the catheter could not be verified from the video. Since the catheter appeared to leak during use, the complaint was confirmed, but the exact cause could not be determined. Potential contributing factors include sharp instrument damage or damage from the stylet during removal.

Event description:
It was reported the catheter had ruptured, so it was asked to wash it. When washing the catheter, a leak occurred.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redq3399 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the catheter had ruptured, so it was asked to wash it. When washing the catheter, a leak occurred.